Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using a dual surgeon side console (ssc) setup, persistent error fault 22018 was experienced. The error fault was pointed at an issue on one of the ssc's high resolution stereo viewer (hrsv). Troubleshooting was performed; however, the issue did not clear. The planned procedure was continued with the functioning ssc (single ssc setup) with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed a recalibration of the ssc hrsv, and this addressed the issue, cleared the persistent error fault and restored the ssc to full specification. The complaint was confirmed based on the field evaluation.